Event description:
It was reported that the patient felt a shocking sensation in his chest and arms. The device was turned off, and the sensation eventually subsided. Program optimization was done and patient was doing well.